Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of occlusion is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (eifu) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient underwent a coronary procedure, performed to treat a lesion in the proximal left anterior descending (lad) artery, with 90% stenosis. A 2.5 x 38 mm xience sierra stent was implanted on the lad: however, it blocked the 1st diagonal artery, causing a 90% occlusion. Additional balloon dilatation was required and the event resolved the same day. No additional information was provided.